Manufacturer narrative:
Supplemental: upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Initial: when this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead migrated through the heart wall, as a result the patient experienced palpitations and a twitching sensation. This lead also exhibited high thresholds and intermittent loss of capture. The device was reprogrammed. This lead was attempted to be repositioned, high out of range impedance was found so the lead was finally explanted and replaced, and returned for analysis. Other than undergoing the replacement procedure, the patient experienced no additional adverse effects.

Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead migrated through the heart wall, as a result the patient experienced palpitations and a twitching sensation. This lead also exhibited high thresholds and intermittent loss of capture. The device was reprogrammed. This lead was attempted to be repositioned, high out of range impedance was found so the lead was finally explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects were reported.